Event description:
The customer observed false reactive architect cmv igm results for multiple samples after preventative maintenance was performed on the instrument. The samples were repeated and generated nonreactive results. Additional information was provided by the customer: 56 samples were processed on (B)(6) 2023, and 1 sample generated repeat reactive results. 40 samples were processed on (B)(6) 2023 and 6 samples generated error code 3350. The samples were repeated and generated nonreactive results. 1 additional sample generated results within grayzone and repeated nonreactive. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed several troubleshooting procedures including part replacement. However, a single definitive part was not determined to be the cause. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. There have been no further documented occurrences of discrepant results since the instrument was serviced. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module for serial (B)(6), was identified.